Event description:
This complaint is from a literature source. It was reported that one patient developed symptomatic gastroparesis after catheter ablation. No report of significant pain while ablating along the left atrium was for this patient. However, the patient had gastroparesis-related symptoms after resuming diet. With the treatment of metoclopramide and domperidone, patient¿s symptoms were resolved 6 months later. During follow-up, patient has no symptoms related with gastrointestinal system, although gastric emptying scintigraphy revealed persistent little gastric hypomotility. Other adverse events were reported in this article: - 6 patients developed gastroparesis (these adverse events were not related to bwi products therefore bwi will not report these adverse events) title: ¿gastroparesis as a complication of atrial fibrillation ablation.¿ the purpose of this study was to evaluate the frequency of gastroparesis in the patients who underwent catheter ablation for atrial fibrillation by cryoballoon or radiofrequency and to define risk factors for gastroparesis. The study was conducted between february 2012 and august 2014. There are no death events and device malfunctions reported in the publication. Suspected device is thermocool, however catalog and lot number are unknown. Other company¿s devices: mapping catheter (inquiry optima plus catheter; st. Jude medical), mapping catheter (achieve; medtronic); 28-mm cryoballoon catheter (arctic front advance; medtronic); 2fr-steerable sheath (flexcath; medtronic); mapping system ensite (navx fusion, st. Jude medical)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Other company¿s devices were used during this study: (B)(6) 2fr-steerable sheath (flexcath; medtronic); mapping system ensite (navx fusion, st. Jude medical) (B)(6). (B)(4).